Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a set screw was washed out of the wound on (B)(6) 2020 for an infection. The set screw was placed back on and then final tightening was completed. The primary surgery was for a l4/l5 posterior lumbar interbody fusion (plif) on (B)(6) 2020. Concomitant device reported: torque wrench handle 80in-lb (part#: 299704320, lot#: unknown, quantity 2). Verse x25 inserter/tightener (part#: 299704230, lot#: unknown, quantity 4). This is report 2 of 4 for (B)(4).